Event description:
It was reported that during a left proximal common carotid artery stenting procedure, the omnilink stent dislodged from the balloon. The internal carotid artery was stented, using an accunet embolic protection device distal to the carotid bifurcation. The accunet remained in place for the proximal common osteal lesion stenting. Using an 8 fr. Guiding catheter with a copilot bleed back control valve in an 8 fr. Sheath, the lesion was pre-dilated. Over a 0.014 accunet wire, the omnilink was advanced through the guiding catheter and the catheter prolapsed into the aorta. The omnilink delivery balloon was removed from the body. On inspection, there was no apparent device damage. The position of the guiding catheter could not be corrected and the physician inserted the omnilink for a second time past the copilot and through the guiding catheter. It was unclear whether the omnilink would advance through the catheter to the ostium. No resistance was felt. The omnilink delivery balloon was then removed from the body. On inspection, after removal, it was noted that the stent was not on the balloon. The physician removed the copilot and found the stent within the copilot. It could not be determined at what point the stent had dislodged. Reportedly, both copilot seals were completely open during insertion and removal of the omnilink. There was no reported injury and no add'l info available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distutor.